Manufacturer narrative:
The t:slim x2 cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was 143 mg/dl. The customer stated that the temperature of the pump changed just prior to the alarm as the pump was removed from the case to deliver the bolus. The customer declined tandem technical support's offer to troubleshoot and stated that the occlusion was resolved after the infusion site had been massaged. Reportedly, the customer used humalog in the cartridge for 3 days. Tandem technical support informed the customer that humalog was labeled for 48 hours with the pump. The customer acknowledged the information.